Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 09/16/2015. The fse became aware of the low recovery, and the hgb assembly was replaced in addition to the rbc apertures. The fse calibrated the instrument with s-cal but the problem persisted and remained unresolved. The customer called back on (B)(6) 2015, reporting problems with control recovery were still ongoing. Another fse visited and confirmed multiple parameters were out on controls. The fse discovered that the recently replaced rbc apertures were not calibrated. The fse completed the complete blood count (cbc) calibration procedure and verified the instrument per established service procedures. (B)(4).

Event description:
While a field service engineer (fse) was onsite troubleshooting an unrelated issue, the customer reported problems with control recovery on a coulter lh 750 hematology analyzer for hemoglobin (hgb) and indices. The customer also reported red blood cells (rbc) had shifted high and the hgb parameter had been running a low bias for some time. White blood cell (wbc) parameters were unchanged. Erroneous patient results were not reported out of the laboratory and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.